Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were two larger bubbles and several champagne bubble-sized air bubbles in her reservoir. The patient's blood glucose at the time of incident was 197 mg/dl. Whenever the customer thumps the reservoir larger bubbles are produced. The reservoir will be returned and replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.